Event description:
A customer observed negatively biased tsh qc results on the eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the customer performs routine daily and weekly maintenance as recommended. The customer reported no instrument codes or malfunctions. The customer was unwilling to provide datalog files, calibration data or add'l qc data. The root cause of the event could not be determined.